Event description:
It was reported that the device stops reading the sensor after a couple of minutes. They tried with several sensors. No further information available. No patient incident was reported. Additional information was received on (B)(6) 2014 - per the customer, there were no lights or values on the monitor. The unit just powered off. There was no audible alarm, error message prior to the failure. The reported issue occurred while they were testing the equipment. There was no patient involved with this incident.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete to follow up report will be submitted.